Event description:
I had open inguinal hernia repair with ethicon physiomesh. Within 24 hours, I was hospitalized with infection. After that, my health declined. I now have constant pain, autoimmune issues, sex issues, vein issues in the groin area. It is a miserable experience. I am trying to find a doctor who will remove it, but it is difficult as most are not adept in removing mesh without replacing with more mesh.